Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that 3 months after placement the implant boes510 in dental site 30 was removed due to peri-implantitis.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Supplemental medwatch zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. Two (2) 3i t3® ex hex parallel walled implants 5 x 10mm (boes510) were returned for investigation. Visual evaluation of the as returned products identified signs of wear due to usage around the external threads, collar and the platform. There was presence of debris (bone residue) around the implant threads. The external hex on one of the implant was damaged, likely from the removal process. The products matched print specifications where measured against drawing. No pre-existing conditions were noted on the per. The reported products were located on tooth sites 36 and 46 (fdi), and used for approximately 5.5 months. The customer has not provided additional pictures or x-ray images of the implant sites. Device history record review was completed for the subject lot number 2014011476. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014011476) for similar events and no other complaint was identified. A definitive root cause could not be identified.